Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va197ke, implanted: (B)(6) 2016, product type: lead.

Event description:
A manufacturer representative (rep) reported that there was skin erosion, exposing about an inch of the lead. A follow up explant surgery is planned for (B)(6) 2017, with the issue unresolved at the time of the report. It is unknown what environmental factors led to the issue. No further complications are anticipated. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.